Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous transluminal angioplasty (pta). The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified radial arteriovenous fistula. A 12.0mm x 40mm x 75cm athletis pta balloon dilatation catheter was advanced for dilatation. However, during the first inflation at 23 atmospheres in 20 seconds, the balloon burst. The procedure was completed with another of same device. No patient complications reported, and the patient condition was stable.

Manufacturer narrative:
D2b - pro code (product code): lit, dqy. Device evaluated by manufacturer: an athletis device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 20 atmospheres as per athletis specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 12mm distal from the proximal markerband. A visual and tactile examination identified no kinks or damage to the shaft. A visual and tactile examination identified no damage to the tip.

Manufacturer narrative:
Pro code (product code): lit, dqy.

Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous transluminal angioplasty (pta). The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified radial arteriovenous fistula. A 12.0mm x 40mm x 75cm athletis pta balloon dilatation catheter was advanced for dilatation. However, during the first inflation at 23 atmospheres in 20 seconds, the balloon burst. The procedure was completed with another of same device. No patient complications reported, and the patient condition was stable.